Manufacturer narrative:
Device was used for treatment, not diagnosis device used in a veterinary case. No patient information will be reported. Device is not distributed in the united states, but is similar to device marketed in the USA investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is a veterinary case and there was no human patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection has shown that the plate is broken. Without further information the investigation was not able to determine the exact cause which led to this occurrence. The complaint condition is likely the result of an excessive force being applied to the implant and this led to the damage. No product fault could be detected. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Device history review, manufacturing documents were reviewed and no complaint related issues were found. Visual inspection revealed no problem found, no product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This is a vet product and therefore there is no 510k number required

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the first operation took place on (B)(6) 2013. On (B)(6) 2014, the plate broke and was exchanged to a straight locking compression plate 2.0 (eight hole). This a veterinary case that involved a (B)(6).